Manufacturer narrative:
The reported event of the csf leak was not confirmed. As received, lead had no anomaly and passed electrical testing. Root cause of the reported event is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a trial procedure two wet taps occurred while trying to place the lead. As a result the lead was not implanted. The patient reported a headache postoperatively, and was prescribed extra fluids by the physician. Follow up indicated the patient's headache had resolved.